Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high capture thresholds in multiple configurations. It was unknown how long the capture threshold had been high. The lv lead was explanted, and a routine generator change was also completed during the same procedure. The branch where the lv lead had previously been shown not to be a viable branch. The physician suspected scar tissue had formed over time resulting in the increased capture thresholds observed. The patient received a new lv lead. There were no patient consequences.